Manufacturer narrative:
Inspected one opened/used reservoirs. Performed pre-fill reservoir test per specification, reservoir's transfer guard failed per specification. Transfer guard occluded.

Event description:
It was reported that the customer had a reservoir leak on the insulin pump. The customer's blood glucose level was 117 mg/dl. The customer stated that the reservoir leak is inside the reservoir compartment of the insulin pump. The troubleshooting was performed. The customer was advised to return reservoir and transfer guard. The customer was advised that we will sent cannister to return reservoir that leaked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.